Event description:
It is reported that the patient experienced infusion set issue on (B)(6) 2026. It is stated that there was a white stains on the infusion set as if it was dried insulin which leads to high blood glucose levels upto 350 mg/dl and was treated with pump therapy.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Establishment name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Country: united states of america. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.